Event description:
Several electrical resets and pauses on holter. Lead oversensing coincides with last per. Intermittent early pacer problem (eri) possibly linked to lead. Previous lead oversensing reported.